Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to complete the connection between the viewing station of the imaging system and the system. The reported issue occurred during start up. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site three separate days test the equipment and determine what part needed to be replaced. It was determined that the mobile view station (mvs) interface (umbilical) cable was damaged. The cable was replaced and issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided and no logs were provided.